Event description:
It was reported that the "fiber cap would not rotate." It is unk if the device was inside the pt at the time the fiber cap rotation issue was noted, however, it appears it may have been during use. The procedure was completed with turp. There was "no injury to the pt."